Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the clips stayed open and did not close. This caused copious bleeding and had to convert to open.